Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00422. The pt was implanted with two percutaneous leads on (B)(6) 2008. It was reported that he is without stimulation and unable to increase the amplitude for any of his set programs. Follow-up on this matter found that effective stimulation was recaptured for the pt via reprogramming; however, several of his lead contacts yielded high impedance readings. There are no plans for surgical intervention at this time.